Manufacturer narrative:
The reported blood loss is attributed to user error as the operator did not return the pt's blood in a timely manner as instructed in the user's guide. The cartridge clotted due to the amount of time the pump had been off. The user's guide identifies probable causes of alarm and provides adequate instructions for resolution. A direct correlation between nxstage system. One and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A waste bag pressure alarm occurred during a routine hemodialysis treatment. The pt was disconnected and the cycler was turned off to address the alarm, resulting in clotting of the blood in the cartridge. Rinseback could not be performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.;